Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. There is no indication at this time of any issue with the response buttons as they were used multiple times during the day of the event upon start-up of the device. Manufacturing date: monitor: 03/09/2016 electrode belt: 05/31/2016 the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate treatment event was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was outside and walking quickly at the time of the treatment event. It was reported that the patient's son had witnessed the event. The response buttons were pressed after the treatment event. Motion artifact contributed to the false detection. The patient did not seek medical attention and continued wearing the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.